Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: overall wear and tear, besides degradation due to continuous use of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited deformation of the coupler unit, damage on the cable unit, the scope could not be attached smoothly, and also an error code e228 was displayed. There was no patient involvement.